Event description:
Customer reports dry cough and pain in chest with deep breaths. Md seen received inhaler & nebulizer treatments.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation